Event description:
It has been reported that a versacross connect laac access solution kit was selected for use for a watchman left atrial appendage closure (laac) procedure. Post-procedure, a pericardial effusion along with hypotension was noted. No issues were noted during the procedure. Dye shot also showed occlusive device without obvious sign of perforation. However, approximately 20 minutes after implant patient became hypotensive and was returned to procedure room for pericardiocentesis where roughly 500ml of sanguinous fluid was removed and patient was stabilized using vasopressor. Discharge status is currently unknown. Product return status is currently unknown. It has been further mentioned that there were no issues during transseptal. Act was therapeutic during the procedure and the patient has been discharged. Product will not be returning for analysis.

Manufacturer narrative:
Due to additional information received, the initial MDR was updated in the block b5 (describe event or problem). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect laac access solution kit was selected for use for a watchman left atrial appendage closure (laac) procedure. Post-procedure, a pericardial effusion along with hypotension was noted. No issues were noted during the procedure. Dye shot also showed occlusive device without obvious sign of perforation. However, approximately 20 minutes after implant patient became hypotensive and was returned to procedure room for pericardiocentesis where roughly 500ml of sanguinous fluid was removed and patient was stabilized using vasopressor. Discharge status is currently unknown. Product return status is currently unknown.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to boston scientific. A good faith effort to obtain the information is in progress, but it was not available as yet.